Manufacturer narrative:
The product was not returned. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was not returned to evaluate. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An intraocular lens (iol) reply card was received from a customer stating that during an iol implant procedure, the lens was scratched, not implanted. There was no reported patient harm. Additional information has been requested